Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and a blood glucose (bg) level of 280 mg/dl. Reportedly, customer had a stomach illness, however specific cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved, and no permanent damage.